Manufacturer narrative:
(B)(4). Date sent: 4/7/2026. Correction: h6- a24.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2026. D4: batch # 691d91. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil present. The washer was not received and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed in a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The anvil was inserted and removed without difficulty and no opening issues were noted at any time during the test. The event described could not be confirmed as the device performed without any difficulties. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 691d91, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2026. D4: batch # 691d91. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil present. The washer was not received and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed in a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The anvil was inserted and removed without difficulty and no opening issues were noted at any time during the test. The event described could not be confirmed as the device performed without any difficulties. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 691d91, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: were the difficulties with adjusting knobs difficult while trying to close the stapler prior to firing? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Were there any issues with device use/firing? Unknown. What confirmation was received that the device completed the firing sequence? Unknown. Was the green checkmark visible at the end of the firing? Unknown. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown.

Manufacturer narrative:
(B)(4). Date sent: 2/26/2026. D4: batch # 691d91. Investigation summary : the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil present. The washer was not received and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed in a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The anvil was inserted and removed without difficulty and no opening issues were noted at any time during the test. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 691d91, and no non-conformances related to the reported complaint condition were identified. The following information has been requested. To date, a response has not been received. Should additional information be obtained, a supplemental report will be submitted. Were the difficulties with adjusting knobs difficult while trying to close the stapler prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device?

Event description:
It was reported that circular staplers were used during a low anterior procedure, and according to the pa, the stapler was difficult to open prior to use. After firing, they also had difficulty removing the stapler from the rectum, resulting in bowel perforations that required repair during the procedure.